Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide break/separation was confirmed. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. In addition, analysis of the returned device found the posterior needle tip separated and not returned with the device. The location of the posterior needle tip is unknown. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with three proglide devices was attempted in the calcified right common femoral artery via 7fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was successfully placed. A third proglide device was deployed; however, the footplate was not closed and the device was difficult to remove from the patient anatomy. A fourth proglide device was attempted; however, it was difficult to remove and the guide broke where the black and silver parts meet. A cut down was completed to remove the separated guide portion of the device. The artery was surgically sutured to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.